Event description:
Note: event date and procedure date are unknown. It was reported to boston scientific corporation in 2008, that a cre balloon was used during an esophageal dilation procedure (patient age, gender and weight unknown). According to the complainant, while inflating the balloon at the normal pressure, the balloon burst. The balloon was used on approximately three patients and cleaned between procedures with steralios. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The directions for use for this product state that the device is designed "for single use only. Do not reuse reprocess, reprocess or re-sterilize." The device was used for off label purposes and the root cause of this complaint is most likely user error.